Event description:
It was reported that a critical procedure with the x8-2t transducer could not be completed on the epiq cvxi ultrasound system, due to degraded image quality. The transcatheter tricuspid valve edge-to-edge repair was able to be completed after the system was exchanged. There was no patient or user harm associated with this event. Additional information is being obtained. Philips has started an investigation, and upon completion, a follow up report will be submitted.